Event description:
React health received a complaint from a durable medical equipment provider stating that the pressure was pulsing and the device was emitting a burning smell. No patient harm or injury was reported. The device has not been returned to the importer. A follow up report will be filed once the investigation is complete.

Manufacturer narrative:
This report was previously submitted to the FDA as an importer. This was incorrect. This complaint did not contain an allegation of patient death or serious harm or injury but a possible malfunction only. Per title 21, part 803 this report should only be forwarded to the manufacturer.